Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a "low" blood glucose (bg) level; specific bg value was not provided. Tandem technical support reviewed pump logs and determined the low bg was due to the customer ¿stacking¿ insulin from delivering a correction bolus after pump had recently delivered an automatic correction bolus via the control iq software. The customer consumed carbohydrates to address bg was subsequently admitted to the hospital and monitored, and was released the following day with no permanent damage. Customer continued to use pump for insulin therapy.